Event description:
Baxter reported, "leakage of pd-solution, during use, even though the locking mechanism is in position of closure." There was no patient injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.